Event description:
The customer contacted stryker to report that their device turned itself on. In this state, the device's battery could experience premature depletion and so if needed, defibrillation (automated, manual or synchronized cardioversion) therapy may not be able to be delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device turned itself on. In this state, the device's battery could experience premature depletion and so if needed, defibrillation (automated, manual or synchronized cardioversion) therapy may not be able to be delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue but unable to duplicate. The customer received a replacement device, this device will be archived by stryker. The cause of the reported issue could not be determined.